Manufacturer narrative:
(B)(4)

Event description:
A patient in (B)(6) with liver failure was undergoing a mars dialysis treatment via a gam cath ms-gdhk-1325 vascular access catheter. Approximately 30 minutes into treatment the catheter cracked in one lumen resulting in an external blood leak. The treatment was placed into recirculation while a new catheter was inserted and then treatment continued.